Manufacturer narrative:
In addition to the phenomena identified in b5, the following phenomena were also identified during evaluation: the grip had a scratch, the switch box had a scratch, the air water cylinder had no color, the plug unit had a scratch, due to burn on the plastic distal end cover insulation resistance value at distal end did not meet the standard value, due to wear of angle wire the play of up/down knob was out of the standard value, the cover of the light guide bundle was damaged, the connecting tube had a scratch, the adhesive around the light guide lens had wear, the adhesive around objective lens had discoloration, there was corrosion around the forceps elevator arm, the universal cord had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus asset, a flex video scope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was foreign matter on the forceps elevator. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that a foreign object was attached to/clogged the forceps table, but the foreign object could not be identified. It is unclear whether there was any deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. No physical damage was observed where foreign matter remained. The detection method is described in the instruction manual tjf-q190v operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.